Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and motor error alarm. Customer stated that they received no delivery alarm and low battery alarm. Customer stated that the drive support cap appears normal. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was assisted with performing self test and insulin pump passed the test. Customer stated that unexpected restart alarm recurred after a battery change. Customer declined the troubleshooting for no delivery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and device heating up due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify a17,a21 motor error alarm and charge battery anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.